Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Concomitant medical products and therapy dates- olympus single-use cannula swing tip 195cm (product code: pr-233q). PMA/510(k): k926214. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the actual sample had been broken off at approximately 20mm from the distal end of the device. The main body and the fractured distal portion measured as follows: fractured distal portion: approximately 20 mm; main body: approximately 780 mm; total: approximately 800mm; current product sample: approximately 800 mm. Visual inspection of the distal piece with ccd and sem revealed: some scratches were observed at approximately 15mm from the distal end; some creases were observed on a part of the urethane coating surface. Visual inspection of the main body with ccd and sem revealed that the core wire was protruding from the fracture end. The main body had no other visible anomaly such as a scratch or a breakage on the area other than the fracture end. The outer diameter of the actual sample on the intact section was measured and confirmed to meet the manufacturer specifications. The urethane coating was dissolved to evaluate the fracture ends of the core wire with sem. Both fracture ends were flat when seen from the lateral side, and not deformed in a tapered shape. Radial pattern was observed on the fracture surfaces on both parts. The outer diameter of the core wire on the intact section was measured and confirmed to be equivalent to that of the current product sample. Reproductive testing of a test sample in a curved state was subjected to consecutive one-way torque force until it became fractured. Radial pattern was observed on the fracture surface. The fracture end was flat when seen from lateral side. This state was found to be similar to that on the actual sample. A test sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. The fracture surface had dimples and the fracture end was flat when seen from lateral side. This state was found to be different from that on the actual sample. A test sample hold in a loop shape was subjected to pulling force until it became fractured. The fracture end had been curved and the fracture surface was rough. This state was found to be different from that on the actual sample. A test sample was subjected to pulling force until it became fractured. The fracture end had been deformed in a tapered shape. This state was found to be different from that observed on the actual sample. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample in a curved shape was subjected to excessive torque force, which resulted in the fracture of the core wire due to metal fatigue. Subsequently, when the actual sample was subjected to pulling force, the urethane coating got torn off. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during shunt pta. Slight resistance was perceived when pulling the guide wire, and then, the distal segment became fractured and distal piece was remained in the vessel. The fractured piece that remained inside the shunt vessel was retrieved by replacing the shunt vessel with an artificial vessel. The procedure was completed successfully. The patient was not harmed.